Manufacturer narrative:
The complaint investigation for falsely elevated alinity I ca 19-9xr results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 43051fp00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the alinity I ca 19-9xr assay using worldwide data. Review shows that the median patient result for lot 43051fp00 is within established limits and comparable with other lots in the field, confirming no systemic issue. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I ca 19-9xr assay for lot number 43051fp00 was identified. This report is being filed on an international product, list number 08p32-20 that has a similar product distributed in the us, list number 8p32-21 / 31 all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results for a surgical outpatient when comparing diluted and undiluted samples. Initial undiluted results = > 1,200.00 u/ml and > 1,200.00 u/ml, automatic 1:10 dilution = 106.03 u/ml ,manual 1:10 dilution = 104.38 u/ml past value = 736 u/ml results since then 792 u/ml, 801 u/ml, 1117 u/ml measured once every six months to a year additional results in the dilution series: 1:2 dilution = 485 u/ml 1:4 dilution = 214 u/ml 1:8 dilution = 117 u/ml no impact to patient management was reported.